Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "scan again in 10 minutes," for 2 hours or more while wearing the adc freestyle libre sensor, on (B)(6) 2020. The customer experienced symptoms of a "gummy mouth," inability to balance, and swollen toes, and was unable to provide self-treatment. The customer made contact with a healthcare professional and was provided unspecified treatment for hyperglycemia. A blood glucose reading of 27 mmol/l obtained on an unspecified device was also reported. There was no report of death or permanent injury associated with this event.